Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: burn damage likely due to possible that high-energy endo therapy accessories were used without maintaining sufficient distance from the tip. The event is detectable and preventable by handling device in accordance with the following IFU. 3.3 inspection of the endoscope. 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had burn damage on the plastic distal end cover. The event occurred during reprocessing. There were no reports of patient involvement.